Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed. Increased cobalt and chromium levels, extra-articular fluid collection and mechanical complication of device reported.

Manufacturer narrative:
[(B)(4)].